Event description:
The pt underwent a sleeve gastrectomy using peri-strips dry with veritas collagen matrix staple line reinforcement as a staple line buttress. It was suspected that the pt experienced a bovine sensitivity and the pt was taken back to surgery to remove the staple line buttress. No further details are available.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.